Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained rv oversensing due to myopotential oversensing was observed via a merlin transmission. The patient was asymptomatic. Programming changes were recommended.